Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 30mg/ml for a total dose of "over 8mg/day" via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation, and patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event logs reported a motor stall occurred. It was noted that the manufacturer representative had limited details of the stall. It was noted that the rep had already boxed up the logs with the pump for analysis. It was noted that the pump stalled "a couple weeks ago." The patient experienced symptoms for "a while", but it was unknown what the patient considered to be "a while." It was noted they had been adjusting the patient's oral cymbalta around the same time as the stall, so the patient thought the symptoms were due to "messing around" with the cymbalta. Rep had no further information on the cymbalta dosage. The rep was at replacement yesterday ((B)(6) 2017) and will be sending the pump back for analysis. The specific symptoms the patient experienced were unknown. It was unknown if it was a gradual or sudden change in symptoms. The daily dose of the dilaudid (hydromorphone) was "over 8mg/day." Rep did not know the specifics. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to corrosion/missing teeth on gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-14 reported the devices were shipped back/returned and tracking numbers were provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-jul-05 reported the pump was being returned by (B)(6) 2017 with a printout of the settings prior to removal. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event - corrected to include event date (date of stall per logs). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) also applies. (B)(4) no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-july-05. The returned logs showed that a motor stall occurred on (B)(6) 2017 and a tube set message occurred on (B)(6)2017. Additionally, a low reservoir alarm occurred on (B)(6) 2017 and an empty reservoir alarm message occurred on (B)(6) 2017. The pump had been used to deliver hydromorphone (30 mg/ml at 8.004 mg/day).